Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge because of perpetual rebooting.. Run receiver functional tests. Unable to run because of perpetual rebooting open receiver, detached u1 pcba, and retrieve the receiver download. Passed.findings related to complaint in receiver download. No evidence was found in the log related to the complaint.the reported event that the receiver ceased to function was not confirmed. The root cause cannot be determined.